Event description:
On (B)(6): operating room supervisor reports via phone that during a uroscopy procedure, pt info not provided, the staff pressed the footpedal to move the table top. When they released the footpedal the tabletop continued to move on its own until the end of table top travel limit was reached. Staff disconnected the footpedal from the table and used the handswitch for table movements. Procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Covidien field service engineer (fse) contacted customer and during conversation determined the rubber boot on the footswitch cross pedal was broken which caused the table movement issue, and ordered and foot control to be shipped to the customer. On (B)(4) 2012 fse followed up with customer who confirmed receipt, installation and proper function of footswitch. Customer reported the system was working normally. System returned to full service by customer.